Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified volume of tpn (total parenteral nutrition), for the duration of 24 hours, and the delivery was started. No further programming parameters were provided. It was reported that after 18 hours, the nurse noted the delivery was complete. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.